Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lcd lens screen. Visual inspection, functional testing and motor testing were performed in mu status and failed. The customer reported issue was confirmed. According to the investigation, the pump motor causing high current draw, noisy and inoperable. Investigator replaced the pump motor and replace the pump camflex sensor for preventive. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 41622. No patient was involved in this event. No adverse effects were reported.